Event description:
It was reported that a malfunction occurred on the pump, but no notable events happened before the issue. There was no reported adverse impact to the customer¿s blood glucose level. Technical support assisted the caller with resetting the pump and provided necessary reset information. The malfunction did not recur after resetting, and the customer was informed they could continue to use the pump, with instructions to contact support again if any problems returned.